Event description:
Hcp reported the pt was experiencing the same symptoms they were having before the pump implant. The device was explanted and returned to the MFR for analysis. A follow up report will be filed when add'l info is received.